Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that the burr broke during removal. A 1.50mm rotapro was selected for use. It was noted that the burr was broken upon removal. There were no patient complications reported.